Manufacturer narrative:
Continuation of medical devices: d164wc ICD implanted (B)(6) 2008.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing. The lead was reprogrammed and remained in use. The patient's lead was connected to a new device and a slow rise in sensing integrity counter (sic) has been noted. The lead remains in use. No patient complications have been reported as a result of this event.